Event description:
Customer called to report that the insulin pump alarmed multiple general error alerts during set change. Customer stated that the error alarms were followed by a reset and reprogramming all the settings alarm. Customer's blood glucose reading was 150 mg/dl. Troubleshooting was done. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump passed the displacement test. However, the pump was unable to prime during the prime test, and alarmed motor error during the basic occlusion test due to a faulty force sensor. Unable to perform the occlusion or excessive no delivery tests due to the prime/fill anomaly. The motor was tested outside of the device and it passed. Unable to confirm other error alarms in the alarm history screen due to an overwritten history file. The pump also had a bleeding lcd glass, minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube and a cracked reservoir tube lip.